Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h14b27078 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned and the product code and lot number are unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics intraperitoneally (dose and frequency unspecified) for the event. At the time of this report, the patient was reported to have recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested but is not available. This is report 1 of 3 involved in this event.